Manufacturer narrative:
Patient medications: tylenol, aspirin, norvasc, lipitor, citalopram, keppra, lisinopril. It is unknown which device caused this adverse event so all devices are being included on this report. Additional devices include: item #plc181200/lot #17777443/ UDI # (B)(4).

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2019 imaging identified a type I distal endoleak originating from the contralateral leg component. No aneurysm enlargement was noted. A plc201400 contralateral leg component was used to extend an additional 4cm. Reportedly the endoleak was resolved. There were no further reported issues. The patient tolerated the procedure.